Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error when attempting to bolus and that she was unable to push any buttons on the device. The issue persisted even after removing and inserting the batteries. The customer's blood glucose was 120 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The unit had minor scratched lcd window, cracked battery tube threads, belt clip slot at battery tube threads area and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.